Manufacturer narrative:
Analysis of the pump found no evidence of anomalies.

Event description:
Additional information was received from a consumer. It was reported that the catheter wasn't working right with their pump. It was stated that the pump may have not been put in properly and could have been a contributor and reason for replacement because "the fluid was not going where it should have been." It was noted that the patient's healthcare provider (hcp) wasn't surprised that the patient was not getting adequate pain coverage for where it was.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_refill needle, serial# unknown, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) and an unknown drug via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Non reservoir drugs included: lidocaine patches, oral morphine pills, and neurontin. The pump failed and the healthcare provider (hcp) could not put the medication in the pump in (B)(6) 2015. The hcp "tried to put medicine in and the pump won't take it". On (B)(6) 2015, additional information was received from the hcp clarified the patient was receiving intrathecal morphine 5 mg/ml (dose 2.2 mg/day) and baclofen 25 mcg/ml (dose 11 mcg/day). Other medications the patient was taking at the time of the event included: coumadin, imitrex, seroquel, and vistaril. The patient had no known drug allergies (nkda). The patient's alarm went off on (B)(6) 2015, three weeks prior to the attempted refill. The patient did not come in or contact the office prior to her refill or once she heard the alarm. Troubleshooting performed in relationship to the inability to refill the pump included ultrasound guidance and fluoroscopic confirmation of needle in the re fill port. The plan was to replace the pump. It was further reported the cause of the inability to refill the pump was determined to be the pump stopped likely due to extended period of reservoir without medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2016 and it was reported that the reason the refill could not be done in the (B)(6) of 2015 was because the "valve would not open."

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the pump and catheter were explanted on (B)(6) 2015 due to the inability to refill. The patient also complained of a return of pain. It was also reported the hcp was unable to aspirate the catheter and attempted to remove drug from the pump, but it was empty. The pump was confirmed to be empty after explant when the hcp attempted to aspirate the refill port. The issue was considered to be resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported eval code-conclusion was updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (5 mg/ml, 2.2024 mg/day) and baclofen (25 mcg/ml, 11.012 mcg/day) an implanted pump for use spinal pain. Non reservoir drugs included: lidocaine patches, oral morphine pills, neurontin, coumadin, imitrex, seroquel, and vistaril. The pump failed and the healthcare provider (hcp) could not put the medication in the pump in (B)(6) 2015. The hcp tried to put medicine in and the pump won't take it. The patient's alarm went off on (B)(6) 2015, three weeks prior to the attempted refill. The patient did not come in or contact the office prior to her refill or once she heard the alarm. Troubleshooting performed in relationship to the inability to refill the pump included ultrasound guidance and fluoroscopic confirmation of needle in the refill port. The plan was to replace the pump. It was further reported the cause of the inability to refill the pump was determined to be the pump stopped likely due to extended period of reservoir without medication. It was stated the patient had shingles since (B)(6) 2015 and was very ill. At that time, the patient heard a beep on the pump, then heard it again a week later, and then a week after that and thought it was something in the kitchen. The sound was stated to have occurred once (not a constant beep). The patient was currently in a lot of back pain right now because she did not have the pump (onset of (B)(6) 2015). The patient saw her hcp over two weeks ago and was told to call a doctor in west palm beach. Her hcp told her the pump was empty. However, the patient had moved and was requesting physician listings to find a surgeon. The doctor who put the pump in did not consider the patient "his patient" and would not do surgery for a replacement pump. The patient needed to find a closer hcp and was very frustrated and still heard one beep as of (B)(6) 2015. The hcp did not silence the alarm and the pump was now empty. The hcp could not tell if anything really was in the pump with the clinician programmer or if it read properly. The patient had lidocaine patches for the shingles and was being treated with oral morphine pills. It was stated the oral medication did not help like the pump did. The patient had been icing her back in the morning and the only thing that seemed to be help was going into her pool. The patient also experienced nerve pain from the shingles and was taking neurontin for that in addition to her back and neck pain. Additional information has been requested, but was not available as of the date of this report. Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the pump and catheter were explanted on (B)(6) 2015 due to the inability to refill. The patient also complained of a return of pain. It was also reported the hcp was unable to aspirate the catheter and attempted to remove drug from the pump, but it was empty. The pump was confirmed to be empty after explant when the hcp attempted to aspirate the refill port. The issue was considered to be resolvedat the time of the report. The patient's status at the time of the event was stated to be alive with no injury. Information was previously reported in mfg. Report# 3004209178-2015-22960 pertaining to the empty pump, shingles, and feeling ill. All new information will now be reported with this event. History: skiing accident where a snowboarder ran into her that ruined her neck (1998 - 2008); car accident (1978 - 1983) that ruined her back, stating her back got worse and worse; 6 operations with neck (2002 to 2004); one surgery with the back (1997); artificial discs put in her neck (jan 2003), removed the artificial discs and fused everything and then took the fusion out and then did refusing where they used bone from her hip; no one will touch her because of the scar tissue; other discs that have failed in her neck; bone spur that has grown through that was removed and grew back 2008 (located in the nerve canal and has more discs that have herniated and lower back has herniated too); laminectomy and discectomy; l4,l5, s1 (surgery); fused from c3-t1; relief after surgery for a brief period of time and then pain returns; scar tissue is so bad that patient is a health risk to do any surgeries on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.